Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, they tried to fix acrobat-I stabilizer z to the anastomotic site of the coronary artery, but it could not be fixed because the suction pressure was minus 400mmhg. Surgery was completed using the new om-10000z. There were no effects on patients.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000232871 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.